Event description:
My friend and roommate (B)(6) was implanted with a guidant model 1290 pacemaker (B)(4), lead 4469 (B)(4), lead 4470 (B)(4) on (B)(6) 2008. On the night of thursday (B)(6), (B)(6) and I were in the living room of my residence watching t.v. And talking. I was in his presence for approx. 20 mins before the onset of the event. (B)(6) was sedentary in a reclining chair and I noted no unusual behavior nor did he complain of any health problems. At approx 2150, he began breathing "agonally" (term used by dr. (B)(6) of (B)(6) medical examiners office when I described the sound). I called 911, at some during the call, he stopped breathing. I put down the phone and delivered one rescue breath. His breathing resumed, I felt for and could not detect a carotid pulse and tried unsuccessfully to get him out of the soft chair and onto the floor to initiate c.p.r. At some time during this process (B)(6) arrived on scene and with their assistance (B)(6) was moved to the floor and c.p.r. Was initiated. A.e.d. Defibrillation was attempted and at least two shocks were delivered to my knowledge. (B)(6) county police arrived and removed me from the immediate scene. Paramedics arrived and gave adrenaline -I found the container next morning. (B)(6) was transported to (B)(6) hospital and approx one hour later I was notified by the police officers that the attending physician stated that (B)(6) had died from a pacemaker failure.